Event description:
On (B)(6) 2011, a customer reported receiving error 6 and error 7 messages on his precision xtra glucose meter. The customer reported he did not feel well and started sweating, but was unable to test due to the error 6 and error 7 messages on his meter. He reported experiencing symptoms of "hot flashes and sleepiness". The customer self-presented to his physician, was diagnosed with hyperglycemia and treated with metformin, which he stated was a change from his normal medications. The customer also self-treated with food, water, and non-diabetes medications tricor and advil. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.